Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: customer repoted that that the audible alarm of a mr850 respiratory humidifier was not functioning properly. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning properly. There was no reported patient involvement.